Event description:
Asr revision to take place on (B)(6) 2015. Asr xl - left. Reason(s) for revision: pain. * patient is bi-lateral, for right hip see (B)(4). * (B)(6) 2015 - update - rcvd correct lot number for femoral head * kf 25/02/15 * (B)(6) 2015 - update - rcvd conf of correct initial implant date - (B)(6) 2008, also scf - new reason for revision - component loosening - they do not have confirmation as to which component is loose until post op notes rcvd. (B)(6) 2015 - update - rcvd reply to conf that the socket and stem was loose in this instance. (B)(6) 2015 - update rcvd operation records - revision went ahead on (B)(6) 2015. Rcvd additional reasons for revision: alval and metal ions.

Manufacturer narrative:
Depuy still considers this case closed to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.